Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that foley catheter seemed to be getting clogged more than usual requiring manual flushing which was reported to respective hospital on 19jul2022 . It was stated that the foley catheter was not draining. These employees report a decline in uo, so they manually flush in case there was sediment and 300 ml output almost immediately. On nurse reported even being able to see the unripe in the catheter but not having draining with repositioning alone it required flushing which was reported to respective hospital on 28jul2022 .

Event description:
It was reported that foley catheter seemed to be getting clogged more than usual requiring manual flushing which was reported to respective hospital on (B)(6) 2022 . It was stated that the foley catheter was not draining. These employees report a decline in uo, so they manually flush in case there was sediment and 300 ml output almost immediately. On nurse reported even being able to see the unripe in the catheter but not having draining with repositioning alone it required flushing which was reported to respective hospital on (B)(6) 2022 .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation). A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. The device was not returned.